Manufacturer narrative:
The pump was not available to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/03/2015 with the following findings: the display was found to be dim, faded and pink. The battery cap was not returned with the pump; a test cap was used to perform the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, it was reported to animas that the display was dim, discolored and faded. No additional information was available. There was no adverse event associated with this complaint.